Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy due to their scs system was unable to increase amplitude. Diagnostic testing identified high impedance values on multiple contacts as well as a lead fracture. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein replacement of the lead resolved the issue.